Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the according to the customer, a neonatal patient experienced adverse effects of low temperature due to the arctic sun device was not warming and reaching target temperature. Technical support analyzed the data files and concluded that the device functioned as intended and that warming did not occur due to low flow rate, typically caused by a kink in the fluid delivery line. Now the customer requested that to go onsite and perform functional testing on the arctic sun in question, as proof that the device was safe to release from a risk management hold.

Event description:
It was reported that the according to the customer, a neonatal patient experienced adverse effects of low temperature due to the arctic sun device was not warming and reaching target temperature. Technical support analyzed the data files and concluded that the device functioned as intended and that warming did not occur due to low flow rate, typically caused by a kink in the fluid delivery line. Now the customer requested that to go onsite and perform functional testing on the arctic sun in question, as proof that the device was safe to release from a risk management hold.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Baw7667064, rev:0 was reviewed for this investigation. The labeling is found to be adequate. Correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.